Manufacturer narrative:
Additional information was received that the physician believed the malfunction was in the ipg that was inhibiting its ability to couple with the charger. The x-ray result verified that the ipg was aligned at a proper depth and orientation to be able to charge, however the patient was not able to couple the charger with the ipg. The bsn sales representative advised the physician that the ipg contains the necessary components for charging and the issue with the charger not finding the ipg was due to its depth. The physician opted to continue with the replacement.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient underwent a revision procedure. After the revision procedure, the patient was still experiencing difficulty charging. The physician suspected device malfunction. Database analysis revealed poor charger to ipg coupling and the charger thermistor triggered. The device appeared to be working as expected.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient underwent a revision procedure. After the revision procedure, the patient was still experiencing difficulty charging. The physician suspected device malfunction. Database analysis revealed poor charger to ipg coupling and the charger thermistor triggered. The device appeared to be working as expected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The ipg was not replaced as it was verified that the new pocket site allowed the charger to couple with the ipg. The second pocket revision seemed to be effective and the patient was able to charge.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient underwent a revision procedure. After the revision procedure, the patient was still experiencing difficulty charging. The physician suspected device malfunction. Database analysis revealed poor charger to ipg coupling and the charger thermistor triggered. The device appeared to be working as expected.

Manufacturer narrative:
.